Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: there was no evidence of a load step malfunction in the black box and no evidence of any prime issue observed. The pump rewind, load, and prime steps were programmed with no loss of prime observed. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The pump displayed the amount of fluid in the cartridge correctly after a load step was performed. The force sensor calibration was observed to be within specifications. The pump was removed from the case to inspect the force sensor circuit and no defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.